Manufacturer narrative:
Device not returned by customer. The impella ld pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported an (b(6) year old white male patient had impella ld pump inserted. While attempting to remove the ld pump in the operating room (or), the ld came apart at the catheter and motor junction leaving the motor and cannula in the patient¿s descending aorta, the device was snared with assistance from an interventional radiology (ir) doctor.